Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device without any pt injury.

Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.